Event description:
A malfunction with code malf 0 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The issue did not recur, and the customer was advised that they could continue using the pump. They were also instructed to contact support again if the malfunction code appeared once more, which they acknowledged and understood.